Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the reported issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported during a diagnostic endobronchial ultrasound bronchoscopy(ebus) procedure, the device would not retract into the sheath. Second needle obtained and the sheath came fully detached, the third needle , the sheath came off partially detached, sheared off, small piece became partially detached. According to the report, user stopped getting samples and had to finish procedure early due to equipment failure. Per the report, a 21g needle which provided poorer samples was used to finish up the procedure. There was no patient harm, no user injury reported due to the event. This event includes 3 reports to capture the three (3 ) needles reported for this event. Report with patient identifier (B)(6)- would not retract into the sheath report with patient identifier (B)(6)- sheath came fully detached report with patient identifier (B)(6)- sheath came off partially detached, sheared off, small piece became partially detached. This report is for report with patient identifier (B)(6)- (needle # 1 ) -would not retract into the sheath.

Manufacturer narrative:
The initial medwatch incorrectly reported the site registration number. The site registration number is 3011050570.

Event description:
It was reported during a diagnostic endobronchial ultrasound bronchoscopy(ebus) procedure, the device would not retract into the sheath. Second needle and third needle obtained , the sheath came fully detached from the rest of the needle, sheared off, small piece became partially detached. According to the report, user stopped getting samples and had to finish procedure early due to equipment failure. Per the report, a 21g needle which provided poorer samples was used to finish up the procedure. There was no patient harm, no user injury reported due to the event. This event includes 3 reports to capture the three (3 ) needles reported for this event. Report with patient identifier (B)(6) - would not retract into the sheath report with patient identifier (B)(6) - sheath came fully detached from the rest of the needle, sheared off, small piece became partially detached. Report with patient identifier (B)(6) - sheath came fully detached from the rest of the needle, sheared off, small piece became partially detached. This report is for report with patient identifier (B)(6) - would not retract into the sheath.

Manufacturer narrative:
This report is being supplemented to inform correction to b5 of the initial medwatch. Please see section b5 for the updates (event description) / also see section d10 for updates. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on inspection findings, the complaint of needle failing to retract into the sheath was confirmed. The observed failure is a known phenomenon likely the needle experiencing excessive resistance and/or angulation. The event can be detected/prevented by handling the device in accordance with the following section of the instructions for use: ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3011050570.